Event description:
The customer reported the cassette tubing occluded during a procedure. The procedure was completed without harm to the patient. Additional information was requested. The product sample was not retained.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).